Manufacturer narrative:
Returned device was received in good physical condition but with a crack right plunger case. No evidence of reported problem in event log was found. During the evaluation of the device, the clicking sound was heard and the pump was running loud during testing. A lack of silicon grease in the worm coupling cavity and plunger tube were found to be the cause of the complaint. This was due to normal wear. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump had a clicking sound in the plunger and it appeared to cause occlusions. No adverse events were reported.